Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 255 mg/dl due to consuming a meal. A bolus via the pump was delivered to address the bg level. The contact had tandem technical support assist with changing the basal and carbohydrate rate pump setting as per the healthcare provider's request. There was no reported device malfunction.